Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was identified at start of the procedure and coronary diagnosis procedure got delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed geo automatic restart several times which interrupted operation and the issue was intermittent. Fse did a functional checking on power supply and cable connections. The issue did not reoccur after the event day and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
It has been reported to philips that exposure was not possible with wired footswitch. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.